Event description:
The suer received false negative troponin t results for one patient sample. The initial result was 0.02 ug per l, the repeat result in 2009, was 4.25 ug per l. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. It was noted the user was not using the recommended tube adaptors and the tubes were tilted so the probe was making contact with the side of the tube before reaching the actual sample. If additional information is received, appropriate notification will be provided.